Manufacturer narrative:
The field service engineer (fse) evaluated the analyzer and confirmed it was operating within specification. The fse performed annual preventive service maintenance. The service maintenance actions performed by the fse resolved the issue. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable tina-quant apolipoprotein b ver.2 results for 1 patient sample on a cobas 6000 c501 module. The initial result was 6.52 g/dl. The repeat result was 0.74 g/dl. The repeat result was deemed correct.

Manufacturer narrative:
The reagent lot number is 88692901 and the expiration date is 31-mar-2027. The investigation is ongoing.